Event description:
A medtronic representative reported a site's damaged green teratracker. No further details on specifics of the damage or how it occurred were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number is not available, as the reported instrument was discarded by the site. Device manufacturing date is dependent on lot number, therefore, unavailable. A medtronic representative, following-up at the site, reported the teratracker screw was stripped and not able to make good purchase any longer. Replacement green teratracker shipped to site (B)(4) 2014. Suspect device was discarded by the site and will not be returned to manufacturer for analysis. Part discarded by site and not returned.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.